Event description:
(B)(4). It was reported by the consumer that the m41 power wheelchair fell while going up her broken ramp carrying some items. Afterwards, the joystick has not been operating properly. The patient confirmed that she was not hurt, but did have bruises as a result of the fall.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41, serial number/date code is unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.